Event description:
It was reported that the pump touch screen had a display issue. There was no adverse impact to customer¿s blood glucose level. No additional patient or event information was available.